Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. A valid serial number has not been provided. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Shelf-life studies, clinical studies and product monitoring, and dose audits were performed during product development and market performance continues to be monitored via stability, clinical trials, and product monitoring/dose audits as a part of on market performance monitoring process. Trip trend is not established. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. No further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue was reported with the use of the abbott diabetes care (adc) device. The customer received unspecified low glucose readings on an adc device compared to how they felt and self-treated with apple juice and glucose. It is unknown whether the customer noted a trend arrow on the device. The customer experienced symptoms described as dizziness and difficulty speaking and was unable to self-treat. Emergency services were called and, upon their arrival, a healthcare professional (hcp) meter reading of "hi" (exact reading unknown) was obtained on an hcp meter along with unspecified low readings on the adc device. Subsequently, the customer was then transported to the hospital. While at the hospital, a laboratory result of approximately 800 mg/dl was obtained along with an unspecified low reading obtained on the adc device and the customer received hcp administration of unspecified infusions and insulin (dose/type unspecified) for treatment of a hyperglycemia diagnosis. There was no report of death or permanent injury associated with this event.